Manufacturer narrative:
Upon return, sensor was connected to a service heart-lung machine and worked as expected. The reported issue was unable to be reproduced during the investigation.

Event description:
User reported an incorrect response from the level sensor. User ended up swapping the sensor and the system worked as expected. There was no patient harm; however, spectrum medical considers this type of event to be reportable.